Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device overheated during a case at the user facility. There was no surgical delay, the user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported that the device overheated during a case at the user facility. There was no surgical delay, the user facility was not able to provide any further information regarding the reported event.